Event description:
It was reported that a user on a backup ilet pump experienced loss of dexcom g7 glucose data to the ilet while the dexcom mobile app continued to display values, and customer support guided pairing steps and education on reconnecting or alternatively entering glucose manually. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no hospitalization. Investigation included guided troubleshooting, device education, and attempts to re-pair the cgm, including sensor mode toggling and advising sensor replacement if connection did not resume. Investigation of this case revealed a communication issue between the cgm and the ilet without evidence of pump malfunction, consistent with intermittent bluetooth connectivity or sensor pairing failure. It was concluded, based on previously established findings for similar reports, that the cause was a cgm-to-pump communication disruption attributable to connectivity or pairing factors.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.